Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent sacrospinous suspension of the vagina and posterior wall and mesh was implanted. The patient experienced post-operative right buttock pain treated with painkillers and a small area of mesh exposure was found. On (B)(6) 2010, the patient underwent release of right sacrospinous arm and excision of small area of eroded mesh. No additional information is available.